Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the suspect control board for eval. However, testing of the board was not able to duplicate the malfunction. The customer confirmed that replacement. The control board resolved the malfunction. Analysis of reports of this type has not identified as increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.